Event description:
It was reported that during the procedure, the distal end of the sensor wire prior to the hydrophilic tip becomes stretched out and unstrung and the stent has a tear in the distal end. The procedure was completed using an alternate method and there were no patient complication reported.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation results of stent torn material, inside the patient.